Event description:
After an implantation period of approx. 52 months, oversensing with inappropriate therapies was reported. The lead was explanted. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead was found cut 18 and 31 cm distal to the df4 connector pin. A proximal, medial and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 30 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. 12 cm distal to the df4 connector pin the insulation was found abraded through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.